Manufacturer narrative:
Pride representative installed an adjustable joystick mount. The device is working properly.

Event description:
Alleges bashing her leg in a beauty salon because back caster got caught on salon chair. Alleges moving the joystick away caused the chair to slam into the salon chair which resulted in a bruise on knee. On another occasion, due to difficulty steering, consumer hit right big toe.

Manufacturer narrative:
The exact dates of events have not been provided. Originally reported to pride on 10/5/2016 without serious injury/medical attention sought. On 11/28/16, further information was received that medical attention was sought due to alleged incidents. Therefore, filing MDR at this time. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges bashing her leg in a beauty salon because back caster got caught on salon chair. Alleges moving the joystick away caused the chair to slam into the salon chair which resulted in a bruise on knee. On another occasion, due to difficulty steering, consumer hit right big toe.

Manufacturer narrative:
Received mw5071111 regarding this alleged incident. This alleged incident was previously closed out as the device was repaired and was working properly. However, it seems the device now requires further repair. Reopening file to document new information, device evaluation, and repairs.

Event description:
Alleges bashing her leg in a beauty salon because back caster got caught on salon chair. Alleges moving the joystick away caused the chair to slam into the salon chair which resulted in a bruise on knee. On another occasion, due to difficulty steering, consumer hit right big toe.

Manufacturer narrative:
The device was evaluated and repaired by the provider. Provider took off the o2 brackets, moved display to the left side behind customer's elbow, and tilted the joystick forward/anterior. Customer was satisfied.

Event description:
Alleges bashing her leg in a beauty salon because back caster got caught on salon chair. Alleges moving the joystick away caused the chair to slam into the salon chair which resulted in a bruise on knee. On another occasion, due to difficulty steering, consumer hit right big toe.